Manufacturer narrative:
The insulin pump had unresponsive buttons due to a flattened button dome switch. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and a cracked belt clip slot. The insulin pump was received with severe scratches on the display window.

Event description:
Customer reported receiving multiple button error alarms on the insulin pump. Customer did not recall any significant events that led up to the alarms. Customer reported that the button error alarms have been a recurring problem over the last two years. Blood glucose level was 148 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).